Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that putting the reservoir together to use, and when went to remove the plunger, the insulin came out and the o-rings came out the reservoir. Customer states the leak occurred when the plunger was removed . The reservoir will be returned for analysis.

Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Performed pre-fill reservoir test. Did not find any leakage anomaly when removing the plunger and checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into insulin pump. Conclusion: reservoir not leaks. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.